Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported unintended movement associated with dc shaft positioning and deformation due to compressive stress (bent dc shaft) could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user deflecting the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat function mitral regurgitation (mr) with a grade of 4 and a rotated heart. A ntw was inserted through the steerable guide catheter (sgc). However, a bend with observed on the delivery catheter (dc) shaft. The dc shaft moved in an unintended way during advancement to the valve. Therefore, the physician decided to remove and replace the clip delivery system (cds). It was noted the dc shaft was bent more than 90 degrees. One clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat function mitral regurgitation (mr) with a grade of 4 and a rotated heart. A ntw was inserted through the steerable guide catheter (sgc). However, a bend with observed on the delivery catheter (dc) shaft. The dc shaft moved in an unintended way during advancement to the valve. Therefore, the physician decided to remove and replace the clip delivery system (cds). It was noted the cds was bent more than 90 degrees. One clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.